Event description:
The customer reported that there is zipper damage to the side panel. There was no patient injury reported. The customer did not provide specific information on the type of zipper damage. Inspection by posey shows that the large window a zipper's slider body is open.

Manufacturer narrative:
Zipper damage. Results - evaluation of the returned product shows that the large window a zipper's slider body is open. Right side c has a 1 inch tear in the netting.